Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6)2023, it was reported that the patient was confused and their behavior was weird so the patient´s sister noticed and gave the patient some sugar, thinking that the patient's glucose was low. When a fingerstick was done after treatment, the cgm reading around 8.0 mmol/l and the blood glucose reading was 5.9 mmol/l. The sister phoned the diabetic nurse and was advised to take the patient to the hospital for a check-up. At the hospital no further medication was given besides some additional sugar to stabilize the low blood glucose reading. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.